Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error. Cousin is calling on behalf of the customer. During the call a blood test was performed by the customer that produced e-5 error. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is less than four months. At the time of the call the customer reported having increased thirst; medical attention was not needed at the time.

Manufacturer narrative:
Sections with additional information as of 4-jan-2020: h6: updated FDA's method, result, and conclusion codes. H10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.